Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer in the auxiliary cabinet showed multiple cubies as not detected on the bus. The field service engineer found white residue beneath the cubie pockets, removed all cubies and row board trays, cleaned the debris, and reinserted them. The row board light emitting diodes lit up normally and the light emitting diode ds1 on the drawer controller board blinked correctly but dimly. The retractor band communication cable, drawer board, interface board, and pyxibus bus cable were all replaced, but the issue persists. Finally, the entire drawer was replaced, and the cubies were swapped to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section e initial reporter occupation and other occupation, section g manufacturing location, reporting source. The report condition of failed drawer was confirmed by fse however; the part number related to the complaint was not received preventing completion of full analysis in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) found legacy fh drawer 4 not detected on the bus with debris present, performed cleaning and troubleshooting, replaced the retractor band cable, drawer board, interface board, and pyxibus cable, and ultimately replaced the entire drawer with an onsite spare and swapped the cubies, after which hta testing confirmed the drawer was successfully configured in the storage space configuration. During dchu visual inspection: pn 350993-01: the cable r flat flex 28 cond same side was received with an exposed copper strand and burn marks. During dchu testing: pn 350993-01: no further dchu testing was required due to the sign of thermal observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: not determined, component pn 121085-01 required to assess the reported failure was not received, preventing completion of full failure analysis.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that cable r flat flex 28 cond same side had an exposed copper strand and burn marks. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI), medical device model . The report that all cubies failed was confirmed by the field service engineer (fse). A field service engineer (fse) was dispatched under work order 1939322. Upon investigation of the actual device used in this incident, it was determined that multiple cubies were not detected on the bus. The field service engineer (fse) opened the drawer and noticed white residue and powder in between and underneath cubie pockets. The fse cleaned up the debris and replaced the retractor band and the drawer board, however the issue persisted. The fse then replaced the drawer, and the customer swapped the cubies. The drawer was then tested, and the drawer was now able to be configured. Dhcu testing was unable to be performed due to the presence of contamination (white residue) observed on the returned drawer. Residue was still present on the returned drawer, and the severity of the contamination could no longer be determined since the field service engineer stated he had initially cleaned the contamination during troubleshooting prior to replacing the drawer. An external inspection of the returned drawer found no obvious irregularities. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that the drawer had white residue and powder in between and underneath cubie pockets. There were no adverse events or injuries reported based on this event.